Event description:
It was reported that the extractor broke. The proximal femoral nail antirotation (pfna) extraction occurred without incidents. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The extractor was analyzed for conformance to print specifications and the device history records were researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The instrument was returned for evaluation. Visual inspection showed that the fracture face is homogenous, which indicates material conformity. We are not aware of any similar occurrence regarding this lot number. Based on these findings, we conclude that the cause of failure is not due to any manufacturing nonconformances, and as no detailed information is provided, we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload caused the breakage of the forefront of the thread which would explain the clearly visible stress mark at the bushing of the shaft tip. No product fault could be detected. This complaint is indeterminate.